Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2014. Please see submission comment for explanation. Exemption letter e2013012 alma ltd. (Manufacturer) is submitting this report on behalf of alma inc. (Importer) . The clinical experts contacted by alma inc. Diagnosed the condition as lipodystrophy where the damage may be permanent or can be improved by anti-aging facial injection treatments. The most probable root cause is the reported parameter settings exceeded the recommended treatment power settings. This deviation in protocol may explain the skin untoward reaction for this case. That is the reason why device was not requested for investigation. Should any additional information be available alma ltd. Will file follow-up report(s) with FDA. (B)(4).

Event description:
The suspected device was used on skin type iii for reduction of wrinkles and rhytids. The patient sustained two sunken areas on each side of the face at the site of treatment. The operator used 90watts and made 3 passes to temple/preauricular area, 2 passes to forehead and repeat on the other side with unipolar hand piece. Then bipolar was used at 80 watts with 25kj to each side.